Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and would boot-up with a white display. A white display is indicative of a device lock-up condition that could delay or prevent defibrillation therapy if it were necessary. The white display was observed following a non-critical service activity performed by the biomedical engineer (coin-cell battery replacement). There was no patient use associated with the reported event.